Manufacturer narrative:
Describe event or problem updated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A microscopic examination identified a balloon pinhole located approximately 13mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was more than 70% stenosed, non-tortous and non-calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.